Event description:
During the device evaluation, it was found that the bronchovideoscope displayed a blackout image during angulation adjustment. Additionally, the plastic distal end cover was found to be burned. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely that the image blacking out during angulation was due to sudden static electricity, overcurrent, or other factors, causing the image output signal to become temporarily unstable. The cause of overcurrent may be due to connecting or disconnecting the system while the power is on, overcurrent from other devices or electrical wiring, or dust or moisture adhering to the electrical contacts between the system and the scope connector unit. In regard to the plastic distal end cover burn, it is likely that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: bf-1tq290 operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Bf-1tq290 operation manual:chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.